Manufacturer narrative:
No definite root cause was determined. The customer was unsure how and when the reagents became hemolyzed. The reagents were stored as per the package insert and qc was found to be acceptable. The customer stated that at the time of reporting the incident, the probe was not dripping and the instrument was operating as expected. No service is needed. This customer has not logged any similar complaints against the analyzer since the repair. Incident is isolated.

Event description:
Customer reported hemolyzed reagents on board the provue analyzer, although probe drip was not observed. No erroneous results were reported. In the event that hemolyzed red cells are used, it could result in erroneous test results.